Event description:
During a procedure, in which the level 1 d-50 i.v. Administration set and h-250 fluid warmer were used, blood entered the water reservoir of the fluid warmer. The user facility believed the d-50 set had a crack in it. The d-50 set was discarded. The user facility also alleges that the brackets on the pressure chamber to the h-250 fluid warmer were loose causing the IV bags to fall out of the pressure chambers.